Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C91742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal on 18-oct-2012, cervical dysplasia and human papilloma virus test positive. Previously administered products included for an unreported indication: birth control pill and depo- provera injection. Concurrent conditions included overweight and dyspareunia. On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain lower ("pain lower abdomen"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016-. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, essure implant surgically removed. Need for additional surgery. Current weight 145 lbs. Coils were deployed in bilateral ostia without any complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - (B)(6) 2015: total bilateral occlusion.. Pregnancy test urine - on an unknown date: negative.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C91742) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal on (B)(6) 2012, cervical dysplasia and human papilloma virus test positive. Previously administered products included for an unreported indication: birth control pill and depo- provera injection. Concurrent conditions included overweight and dyspareunia. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain lower ("pain lower abdomen"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and fatigue outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2016, essure implant surgically removed. Need for additional surgery. Current weight 145 lbs. Coils were deployed in bilateral ostia without any complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, pelvic pain. Most recent follow-up information incorporated above includes: on 18-jun-2019: pfs and mr were received: lot number was added. Events: abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, fatigue, abdominal pain lower were added. Essure removal date and surgery were added. Event severity and outcome of abdominal pain were updated. Reporters were added. Medical history were added. Lab data were added. Essure insertion date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgically removed essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on (B)(6) 2016, essure implant surgically removed. Need for additional surgery. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.